Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a sudden drop in r-wave amplitudes due to sense b node noise resulting in an inappropriate shock. The system was programmed to the primary vector at the time therapy was delivered. X-ray was completed and confirmed the lead was fully inserted in the header. This system remains in service. No adverse patient effects were reported.